Event description:
The customer received questionable results on ck-mb, the mb isoenzyme of creatinine kinase (ck-mb) for one patient sample. All results are in ng/ml. The initial result was (B)(6) and was reported outside of the laboratory. The physician questioned the result and the sample was re-run. The sample was repeated on this instrument and generated a result of "(B)(6) something". The sample was then run on another cobas e601 analyzer and generated a result of (B)(6). This result was issued as the amended result. The customer did not have further information regarding the results. There was no adverse event. The lot of ck-mb reagent in use was 16989801, with an expiration date of 07/31/2013. The field service representative did not find a cause for the issue. He cleaned and checked the flow path and examined the mixing paddle for damage and misalignment. He performed diagnostic and mechanical checks, which passed. The customer performed qc, which also passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided by the customer was reviewed. The qc results indicated no issue. The alarm trace indicated no issue. It was noted that the 10 minute clotting time for the sample was too short.

Manufacturer narrative:
It was determined on further follow up with the customer that the initial result was 18.62 ng/ml. The sample was repeated and the result was 18.6, which was reported out of the laboratory. After the result was questioned by the physician, the sample was repeated on the initial analyzer and generated a "4. Something". The sample was then repeated on the other analyzer and generated a result of 4.0 ng/ml; which was reported out in an amended report.